Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was feeling unwell and it was unclear whether the patient's heart rate was low or high. No capture was noted on the right ventricular (rv) lead. During the lead revision it was noted the screw could not engage after re-positioning the lead. The implantable pulse generator (ipg) was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had dislodged prior to explant.